Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for an unknown reason. The blood glucose reading was unknown. The customer's husband called to request information regarding the insulin pump but was told that he cannot have access to that information due to lack of hipaa clearance. The caller advised that the customer was in the hospital but was not able to provide any details. He stated that she was not doing well and that she needed to be left alone. Nothing further reported.